Manufacturer narrative:
(B)(4). No conclusion code available: final analysis found that all fillars of the inner coil were fractured; this likely contributed to the reported noise and impedance anomaly. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and noise. The lead was explanted and replaced. No patient symptoms were reported.